Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death).

Event description:
During the index procedure, two endeavor sprint rapid exchange (rx) drug-eluting stents were implanted in the mid lad. The patient was free of symptoms at the 30 day, 6 month, 1 year, 1.5 year, 2 year, 2.5 year and 3 year follow up. It was reported that approximately 3 years and 10 months post the index procedure, the patient died due to the effects of stage heart failure and renal insufficiency. Ref MFR # 9612164-2012-00309, 9612164-2012-003010.